Manufacturer narrative:
After additional review, this event was determined to be a case of the needle failing to retract rather than the needle being slow to retract. As a result, this event will be marked as a concomitant, cascading failure of the needle through catheter event. Therefore this MDR will be cancelled, and the retraction failure and needle through catheter events will be grouped into the same MDR (MFR# 1710034-2022-00711).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not fully retract after the button was pressed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn placed 20g heplock in right anterior chamber. Rn pushes white button to release needle and retraction only occurred partially."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not fully retract after the button was pressed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn placed 20g heplock in right anterior chamber. Rn pushes white button to release needle and retraction only occurred partially."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not fully retract after the button was pressed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn placed 20g heplock in right anterior chamber. Rn pushes white button to release needle and retraction only occurred partially."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.